Event description:
Drive devilbiss is the initial importer of the device which is a rollator. Drive's pms associate has been unable to acquire personal data for the end-user. The service provider is unsure of the exact model number and has provided best guess. The service provider has informed us that the device has been discarded and is unavailable for evaluation. The frame weldings on both front legs reportedly snapped. The end-user was taken to the hospital with a broken hip. No information is available regarding circumstances and outcomes of the incident. No medical history or treatment is known. We will inform all manufacturers of this device of the incident and gather data from all of them in an over abundance of caution.